Manufacturer narrative:
The tech used a siderail upgrade kit to repair the bed.

Event description:
Info received indicates during a preventive maintenance check, the tech found the right intermediate siderail will not latch sometimes.